Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is a follow-up submission due to device evaluation. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that the bio-composite interference screw was broken-off near the proximal threads. Additionally, the screw's internal drive was stripped. The observed damages were most likely caused due to the incorrect driver being used as stated in the event description. This is the first complaint of this type for this part/ lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the mpfl driver was unavailable during surgery but the surgeon proceeded with another driver to insert the screw instead with the shaft retracted (ar-1540db). The surgeon struggled to insert the screw because he only used the tip of the driver to implant. The acute angle x-ray template was not used. Screw was inserted and the patient was stable immediately post-op. A revision surgery was necessary due to instability, the interference screw was found broken at proximal end. The tip will remain inside the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the mpfl driver was unavailable during surgery but the surgeon proceeded with another driver to insert the screw instead with the shaft retracted (ar-1540db). The surgeon struggled to insert the screw because he only used the tip of the driver to implant. The acute angle x-ray template was not used. Screw was inserted and the patient was stable immediately post-op. A revision surgery was necessary due to instability, the interference screw was found broken at proximal end. The tip will remain inside the patient.